Event description:
Medtronic received information that this bioprosthetic valve, implanted three years, was explanted due to high gradients. Upon explant, it was noted that one valve leaflet appeared to have a white film or coating on it and a clot-like substance. Another leaflet appeared to be thickened. A non-medtronic bioprosthetic valve was implanted with no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.